Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic wedge resection of the lung tumor, the device had poor staple formation. The cartridge did not fire fully and only used half of the staples. The staple line was incomplete. They immediately used another reload in order to complete the case. There was no injury caused to the patient and no medical intervention was required.